Manufacturer narrative:
(B)(4). Date sent: 10/20/2022. Photo analysis: this is an analysis of a set of images submitted for evaluation. Image 1 (0a8f918fcb2b.jpeg): the image provided by the customer shows a detached blue sheath. Image 2 (834faf64e1b5.jpeg): the image provided by the customer shows an electrode with the blue sheath detached. No conclusion could be reached as to how this issue occurred through photo analysis. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that during a laminectomy procedure the insulated part of the diathermy tip came off in the middle of the surgery and was stuck in the suction tubing. The procedure was not delayed and the procedure was successfully completed. There were fragments generated but they were removed easily without additional intervention. There were no patient consequences.

Manufacturer narrative:
(B)(4). Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.